Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms and were resolved with a complete supply or infusion set site change. As the occlusions had occurred in the past, tandem technical support was unable to troubleshoot. Blood glucose was not impacted.